Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported that the insulin pump might have been accidentally bumped due to unexplained white paint on the case. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump and ensure that the battery was installed correctly. The customer reported that the display did return. The customer was advised that new battery cap would be shipped to rule any possibility of issues with the battery cap. No additional information was provided.